Event description:
It is reported that a customer keeps being awaken by alarms from their insulin pump, but when she checks the pump nothing shows on the screen. The patient's blood glucose level was at 160 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump. The customer did not have a back-up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Full drive system test were not performed due to motor error alarm. The device passed self test and the motor passed the motor test. No audio and or beep anomaly during testing. Drive support disk was inspected and no anomaly was noted. Unit had cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.